Manufacturer narrative:
Continuation of d10: product ID 106a3 (serial: (B)(6); product type: 0628-console spare parts product ID: medtronic product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the left superior pulmonary vein (lspv) and the left atrial appendage could not be distinguished so contrast was inserted with the sheath and another manufacturer's catheter was inserted. A cardiac tamponade occurred. There is a possibility that there was a left atrial appendage perforation due to the other manufacturer's catheter. The blood pressure dropped. An epicardial puncture was performed to drain the fluid. The cardiac fluid did not increase. The perforation region was likely to have been stopped by the muscles. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.